Event description:
She was having problems priming the pump. Then the customer mentioned that she had a very low blood glucose reading in the morning that required the paramedics to go to her house. Customer was not admitted to the hospital. Customer lost consciousness and husband called emergency services. Troubleshooting was not possible during the call because of the priming problem that the pump was having.